Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported: account reported that the bypass tube did not protect the foot plate. Additional information reported on 08feb2023: moderate resistance was met with advancing the bypass tube. Additional information on 08feb2023: there were no issues with advancing or withdrawing procedure sheaths during the tavr case. The physician reported that the bypass tube slid back and exposed the footplate as it was being entered into the valve. The physician stated that moderate resistance was felt and decided to open a second manta. The original manta sheath was left in place, and a second manta device was deployed with the original sheath. There were no issues with deployment of the second manta. There was no report of any harm or consequence to the patient. The patient was reported in stable condition and discharged to home.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr procedure, an 18f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, the physician experienced moderate resistance advancing the bypass tube, although the bypass tube was not protecting the anchor. No buckling or bending occurred to the bypass tube when resistance was met. The physician chose to keep the first manta sheath in place and removed the first 18f manta device off the wire. A new 18f manta device was opened and deployed without complication. During follow up and review with the physician, the physician admitted to being in error. The physician did not "pinch" the bypass tube with his thumb and forefinger while holding the manta closure by the delivery tube, and bypass tube, while gradually feeding the bypass tube into the hemostasis valve and sheath hub. Which caused the bypass tube to slide back, exposing the anchor, while being inserted into the hemostatic valve. The IFU in step 3 of inserting the device: ensure the bypass tube is fully covering and protecting the anchor. Holding the bypass tube between thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub. Note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Push the bypass tube into the sheath hub and observe that the bypass tube is completely inserted. Note that the device must be upright with orientation markers visible and facing upward.

Event description:
As reported: account reported that the bypass tube did not protect the foot plate. Additional information reported on 08feb2023: moderate resistance was met with advancing the bypass tube. Additional information on 08feb2023: there were no issues with advancing or withdrawing procedure sheaths during the tavr case. The physician reported that the bypass tube slid back and exposed the footplate as it was being entered into the valve. The physician stated that moderate resistance was felt and decided to open a second manta. The original manta sheath was left in place, and a second manta device was deployed with the original sheath. There were no issues with deployment of the second manta. There was no report of any harm or consequence to the patient. The patient was reported in stable condition and discharged to home.